Event description:
It was reported the patient complained that sometimes stimulation was "gone." Impedances measured greater than 10,000 ohms. When measured at 3 volts, the impedance was around 1900 ohms (within range). The extension was disconnected and the electrode was measured and it was "ok." The surgeon opened the pocket of the battery to disconnect the extension and it was noted there was blood in the head of the battery. The extension was replaced and connected to the new implantable neurostimulator (ins) but the impedance was still 10,000 ohms. The battery was replaced and the impedance was around 1900 ohms. Patient outcome after the ins and extension replacement was "ok."

Manufacturer narrative:
Analysis of the neurostimulator found no anomaly. Analysis of the extension found conductors broken (overstress/damage). The #0 conductor was kinked and broken at the #0 distal end connector (suspected explant damage). There was also suspected tool marks and a breached cut in the distal end molded rubber between the #2 and #3 connectors. The #1 and #2 conductors were kinked at these tool marks. Analysis of the accessory kit found no anomaly.

Manufacturer narrative:
Product ID 37081-40, serial # (B)(4), explanted: (B)(6) 2012, product type extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.